Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose level. Customer's blood glucose value was 48 mg/dl at the time of the incident. The customer was treated with food. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer reported that they did believe insulin pump was over-delivering. The insulin pump will not be returned for analysis.